Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet charger stopped functioning despite attempts to use a different outlet, reseat the cable, and confirm correct placement of the ilet on the charger, and a replacement charger was shipped. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included assessment of user troubleshooting steps and logistical replacement of the suspected faulty power accessory. Investigation of this case revealed a charger not supplying power, consistent with a malfunction of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.